Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, system was rebooted in the middle of the medication pull. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was rebooted in the middle of the medication pull. A field service engineer (fse) found no issues upon inspection and successfully logged into the system, navigating to the desktop. Fse used the hardware test application (hta) to verify power and operating system functionality, opened drawers, and rebooted the device. Fse identified critical windows server update services which was resolved. Proactive preventive maintenance was performed. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, system was rebooted in the middle of the medication pull. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported due to this event.